Event description:
A patient reported to gore that on (B)(6) 2014, a gore® acuseal vascular graft was implanted in the patient¿s left arm. It was stated that the patient carefully monitored how the nursing staff performed dialysis. The blood flow was reportedly kept at 200ml/min. The patient stated that four weeks from implant, the graft clotted and a declot procedure was performed. It was reported that from (B)(6) 2014, eight different procedures were performed to the graft. On (B)(6) 2014, the patient reported bleeding from the graft that was unable to be controlled. Needle puncture wounds have reportedly not healed over the graft. It was further reported that the patient is currently receiving dialysis from a central line catheter.

Event description:
It was reported that on an unknown date in (B)(6) 2014, the graft was explanted.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.